Manufacturer narrative:
The device is not being returned to the manufacturer for evaluation.

Event description:
It was reported that following a total knee procedure the pt complained of bruising and pain on their knee where the tourniquet had been placed during a surgical procedure. The pressure setting on the pump during the procedure was set at 350mmhg during the procedure and was decreased to 325mmhg following the complaint. It is unk how long the cuff was placed on the pt while inflated. No other information was able to be obtained.